Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device exhibited signs of repeated use (nicked or gouged) and was cracked. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection, it was noted that the instrument was worn and cracked. There was no patient involvement. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection, it was noted that the instrument was worn and cracked. There was no patient involvement.